Event description:
It was reported that when a patient was decannuleated, the cannula was cracked in the wire-bound distal portion. The cannula was reported to be working fine and due to tegaderm being placed over the area, no leakage or entrainment was noted in the area until the time of decannulation. The cannula was reported to have been discarded. No additional relevant information has been received to date.

Event description:
The specific lot information was not know for the cannula in question so a proper review of the manufacturing records could not be performed. A review of two lot numbers the cannula is likely to be from was performed and did not identify any deviations or non-conformities relevant to the reported issue.